Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a generator upgrade procedure. During the procedure, the physician noted that the right ventricular (rv) lead had an insulation cut from the plasma blade. The rv was also noted to have lead on can abrasion, with a white foggy worn appearance, on the insulation more distal to the cut from the plasma blade. Suture sleeves were used to cover the insulation with medical adhesive to protect the rv lead. The patient was stable post procedure.